Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: acute thrombosis/myocardial infarction. Device issue: no device malfunction has been reported. It was reported via trial that no predilatation was performed prior to stenting with five xience v's in the target lesions. The first lesion in an svg graft was stented with the first xience v stent. The same vessel was treated proximally with an additional three xience v stents (overlapping). The proximal rpda was stented next with a fifth xience v stent. The patient had no reflow during the procedure. Thrombectomy was performed and medications were administered into the distal vascular bed. Final angiography showed timi-2 flow. The pt developed chest pain, enzyme elevation and a new st re-elevation. ECG findings suggested a q-wave mi had occurred. No additional event or patient info is available.